Event description:
In 2004- patient had the right acromioclavicular dislocation by accident.in 2004 - he had his first operation using 3.5mm. Partially threaded screws and show good. Ten days later the screw was broken without accident nad he had his second operation using metal needle. In 2005 - the implant was removed nad his shoulder function was blocked.